Manufacturer narrative:
The patients included in this study were treated with negative pressure wound therapy during the may 2008 to july 2011 time period. It is unknown when the events occurred as this information has not been provided. The physician stated, "our data suggest that the use of npt (negative pressure therapy), applied to primarily closed wounds, is associated with decreased incidence of these morbidities (surgical site infection) with pvd (primary closure with npt) when compared to pc (only primary closure) group." Based on information provided, it cannot be determined that the alleged infections are related to v.a.c. Therapy. There have been several unsuccessful attempts made to gather additional information, but there has been no response.

Event description:
Kci received article, gassman, a., et al. Positive outcomes with negative pressure therapy over primarily closed large abdominal wall reconstruction reduces surgical site infection rates, hernia: the journal of hernias and abdominal wall surgery, october 2014. Doi: 10.1007/s10029-014-1312-y. That reported four patients experienced superficial surgical site infections, and 1 patient experienced a deep surgical site infection while on v.a.c. Therapy. No additional information is available. The units' type or serial numbers were not provided, therefore, kci cannot conduct device evaluations of the units. Kci has not been able to obtain sufficient information.